Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3.2 continuously failed and was not detected on the communication bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed and it confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because drawers were not detected on the communication bus. A field service engineer replaced the module controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.